Event description:
Procedure type: lung resection. According to the reporter: the pulmonary vein was divided using the device. The pulmonary artery branches were also divided. The bronchus was divided using the device. Bleeding occurred from one pulmonary artery branch and this was eventually divided proximally using the device. It appeared that a staple was caught in the plastic sucker tip apparatus, causing bleeding from the staple line. Bleeding seemed to stop but it seemed to bleed intermittent. It was decided that over-sew using a 5-0 propylene would be necessary. The needle could not be manipulated in order to over-sew the bleeding site. Therefore, a posterior rib was cut and a retractor was placed between the ribs which were spread to allow direct vision and over-sewing of the staple line leak site.

Manufacturer narrative:
(B)(4).